Manufacturer narrative:
(B)(4). Exemption number for the late medical device report: #(B)(4). This submission is late due to the retrospective review that was performed to address a change in how baxter assesses the likelihood of harm associated with system error alarms that could potentially change the previous reportability assessment of the event. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause could not be determined; however, a disconnection of the disposable is a known cause of the system error 2240.

Event description:
It was reported a system error (se) 2240 (air in line) alarm occurred on the homechoice (hc) during drain five of six. The home patient (hp) stated the patient line extension got caught on something and the extension line pulled apart. The baxter technical service representative (tsr) explained the se 2240 alarm and cleared the alarm so the hp could unload the cassette and bags. There was no patient injury or medical intervention indicated at the time of the initial report. Additional information is not available.